Event description:
A surgeon reported that the infusion line was clogged with an unknown material and did not "disperse" bss (balanced salt solution) throughout the vitrectomy procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received and in-house testing is in progress. (B)(4).